Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer contacted a technical support engineer (tse) and reported that they encountered multiple issues with universal surgical manipulator (usm) 3. The arm was not locking into place, the insertion axis was difficult to move, and the arm faulted out while attempting to remove the drape. The procedure was completed and the onsite logs were not connected. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse arrived on site and was unable to reproduce error. Fse ran multiple universal surgical manipulator (usm) calibrations and verifications. The system was tested and verified as ready for use.

Manufacturer narrative:
Intuitive followed up and obtained additional information. When the field service engineer (fse) test drove the system, the fse could not personally feel any extra friction or resistance on the insertion or any other axes. The fse then performed the universal surgical manipulator (usm) calibration to see if there was an issue with any of the yaw, pitch, roll, and insertion. None of the tests failed, so the fse was not sure that there was anything to resolve on the usm. The fse also did not observe any drifting on the usms.

Event description:
Refer to h11 for follow-up information.